Manufacturer narrative:
Investigation summary: hematuria/hematoma/ppae: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
B5 narrative was added as it was omitted in the initial report. Section e initial reporter information was added since it was omitted from the initial.

Event description:
Clinical rationale: an impella cp device was inserted into the right femoral artery in a 57-year-old male patient presenting in an out-of-hospital cardiac arrest with cardiopulmonary resuscitation (CPR), acute myocardial infarction (ami) and cardiogenic shock (cgs), scai stage e shock, and was on a ventilator for respiratory support prior to initiation of support. The impella was inserted for ventricular support during a high-risk percutaneous coronary intervention (pci). While the patient was in the intensive care unit (ICU), there was frank blood in the urine. In addition, there was a stable hematoma in the left shoulder/arm area at the intraosseous (io) site from resuscitation. No blood products were given. The post-procedure outcome is survived at explant. The impella functioned at p-3 at 1.9l/min with no issues. Bleeding is a known risk due to the impella's anticoagulation and purge requirements. Bleeding is listed as a potential adverse event, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Event description:
Informed by fellow that there is frank blood in urine, as well as a stable hematoma in lt shoulder/arm at the resuscitation i.o. Site. No blood products have been given.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.